Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a left arm arteriovenous malformation (avm) using ruby coils. During the procedure, while attempting to deploy a ruby coil into the avm, the physician determined that the coil was undersized. Therefore, the physician removed the ruby coil and the technologist attempted to clean the coil prior to resheathing it for later use. However, a little blood may have been in the introducer sheath. The procedure then continued using other coils. Subsequently, when the physician attempted to use the ruby coil that was previously resheathed, the coil would not advance out of its introducer sheath and into the lantern delivery microcatheter (lantern). Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.